Event description:
The reporter indicated the surgeon inserted an +18.5 diopter cc4204bf collamer single piece lens and the trailing haptic was torn. The lens was removed with no pt injury and the back up lens was implanted. The reporter indicated that the cause of the torn haptic was due to the cartridge and foam tip plunger. The pt's current condition is good.

Manufacturer narrative:
(B)(4).